Manufacturer narrative:
Additional information was received: the adjudication minutes were received. Review of the adjudication minutes indicated the event was a cardiac death. The adverse event (ae) codes of myocardial infarction (mi), coronary stent thrombosis, and cardiac death were added. The event date was corrected to (B)(6) 2010. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2011-00084, # 3003742446-2011-00085, and # 3003742446-2011-00086.

Manufacturer narrative:
An (B)(6) female from the (B)(4) study deceased approximately seven months post implantation of three cypher stents in the lad and rca. The study site indicated that the family reported the patient died in her sleep of natural causes. An autopsy was not performed. Past medical history included. The patient's medical history includes: angina, previous pci, hyperlipidemia, hypertension, previous myocardial infarction, allergic to amoxicillin and breast cancer. The devices remain implanted in the patient and are not available for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Death is a potential adverse event associated with coronary artery stenting. Based on the information provided, it is not possible to determine if a relationship exists between the cypher stents and the patient's death. However the patient's advanced age and comorbidity factors may have contributed to it. The information available for review does not indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2011-00084, # 3003742446-2011-00085, and # 3003742446-2011-00086.

Manufacturer narrative:
The first target lesion was the proximal right coronary artery (rca). The lesion was reported to be: de novo, 3.0 mm vessel diameter, 18 mm length, a 70% stenosis, not calcified/tortuous, and type c. The lesion was not pre-dilated. A cypher 3.0 x 23 mm stent (stent #1) was implanted at 16 atm. Via direct stenting. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The second target lesion was the mid rca. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 14 mm length, a 70% stenosis, not calcified/tortuous, and type b2. The lesion was not pre-dilated. A cypher 3.0 x 18 mm stent (stent #2) was implanted at 18 atm. Via direct stenting in overlapping fashion. The overlapping portion of the two stents was post-dilated with a 3.5 x 15 mm balloon catheter at 14 atm. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The third target lesion was the mid left anterior descending (lad). The lesion was reported to be: de novo, an 80% stenosis, 28 mm length, 2.75 mm vessel diameter, not calcified/tortuous, and type c. The lesion was not pre-dilated. A cypher 2.75 x 33 mm stent (stent #3) was implanted at 16 atm. Via direct stenting. The stent was post-dilated with a 3.5 x 15 mm balloon catheter at 14 atm. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2011-00084, # 3003742446-2011-00085, and # 3003742446-2011-00086.

Manufacturer narrative:
Information received from the (B)(4) study indicated that an (B)(6) patient died after having coronary artery stents implanted. The patient's medical history was significant for angina, previous pci, hyperlipidemia, hypertension, and previous myocardial infarction, allergy to amoxicillin and breast cancer. During the index procedure the patient three cypher stents successfully implanted during the study index procedure: a 3.0 x 23 mm; a 3.0 x 18 mm; and a 2.75 x 33mm. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Approximately seven months after the index procedure, the patient expired due to natural causes. There was no intervention or autopsy performed. The event was reported to be unrelated to the study devices/index procedure. No additional information was available. The adjudication has since determined that there is no documentation or angiographic evidence to discount that thrombosis and mi may have occurred, therefore these codes will be added to the file as well as cardiac death and the file will be processed and reported accordingly. The devices remain implanted in the patient and are not available for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Stent thrombosis, myocardial infarction and cardiac death are known potential adverse events associated with coronary artery stenting. Based on the information provided, it is not possible to determine if a relationship exists between the cypher stents and the patient's death. However the patient's advanced age and comorbidity factors may have contributed to it. The information available for review does not indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2011-00084, # 3003742446-2011-00085, and # 3003742446-2011-00086.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had three cypher stents successfully implanted during the study index procedure: a 3.0 x 23 mm; a 3.0 x 18 mm; and a 2.75 x 33mm. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Approximately seven months after the index procedure, the patient expired due to natural causes. There was no intervention or autopsy performed. The event was reported to be unrelated to the study devices/index procedure. No additional information was available.